Manufacturer narrative:
Co is unable to complete the investigation for the initial report submission. A follow up report will be submitted by 1/10/97.

Event description:
During a dialysis treatment, there was insufficient weight removal. There was no pt injury or medical intervention.